Manufacturer narrative:
Resmed has requested for the mask to be returned so that an engineering investigation can be performed. The mask has been disposed of and is not available to be returned to resmed. Therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed includes the following statement in the airfit f20 user guide ¿ ¿the elbow, valve and vent assembly have specific safety functions. The mask should not be worn if the valve is damaged as it will not be able to perform its safety function. The elbow should be replaced if the valve is damaged, distorted or torn. The vent holes and valve should be kept clear.¿ resmed reference#: (B)(4).

Event description:
It was reported to resmed that the "exhalation valve" of an airfit f20 full face mask would not open and was stuck. The reported issue was observed during setup at home medical equipment provider site. There was no patient harm or a serious injury reported as a result of this incident.